Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system functioned normally. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, the site registered the patient using tracer and would be accurate on the forehead and nose, but when they navigated by the right jaw/ear (where they had fiducials placed) they would be about 3 mm inaccurate. The site was using trajectory 1 (t1) and trajectory 2 (t2). T2 looked good, t1 had some noticeable head movement. The site registered off both exams (no merge) and both exams had the same behavior. The site did not use fiducials as they did not look good on the 3d model. There was no head holder used when taking the MRI's. The site aborted navigation for the procedure. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.